Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the during the procedure all (3) of the original 512sd ports had leaking from the outer gaskets. The tears were all visibly apparent. (The other 2 ports used were (1) 512b and (1) 355sd which were satisfactory.) All (3) 512sd ports were topped with 1seal instruments which, over time also tore. Even the ms512 used on the one trocar was reported as leaking (the rep could not confirm this). One 512sd used as replacement and also was reported to have leaked. The surgeon was frustrated as he lost time on the case on constant co2 loss and trocar/cap replacement. The products were all discarded. There was no consequence to the patient.